Event description:
It was reported when using the bd pyxis¿ es server, user reported multiple patients that has been discharged are still showing up on stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: h4. H4: manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all discharged patients were showed up on the stations. The technical support specialist reviewed the clinical communication engine (cce), all discharged patients were showed up on the stations it was confirmed that an a03 discharge message for csn 286294694 was received and transmitted to the pyxis es system on (B)(6) 2025, at 18:18. However, during examination of the es server, it was found that the discharge message failed to process due to a system error: "operations that change non-concurrent collections must have exclusive access. A concurrent update was performed on this collection and corrupted its state. The collection's state was no longer correct." This issue was documented under knowledge article (med es server messages not processing concurrent error) and subsequently referred back to the es team for further investigation and resolution. The tss checked xml message for the patient ID and visit ID but didn't get any result. Assigning case to interface team to check if the issue discharge message was received or stuck somewhere on interface side. There was no response received from the customer related to further assistance. So, the technical support specialist closed the case.

Event description:
It was reported when using the bd pyxis¿ es server, user reported multiple patients that has been discharged are still showing up on stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient.